Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 32 devices were evaluated in the field. Additional information: 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes 32 malfunction events in which the device had paint chips missing. 32 events had no patient involvement: no patient impact.